Event description:
It was reported that bd alaris smartsite extension set was cracked. The following information was received by the initial reporter with the following verbatim it was reported by the customer that during tpn/lipid line change, lipid filter could not be primed. Filter disconnected from alaris fluid tubing and attempted to flush with ns flush- still unable to prime filter. Filter attempted to be removed from "quad fuse" and end of filter tubing was cracked and stuck to "quad fuse." "Quad fuse" had to be removed from entire line set up & replaced. Found blue filter hole to not be molded all the way through.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported occlusion on filter and end was cracked, and returned one used sample of material 20127e, lot 24079410. Upon initial visual examination, the set had a defect of cracked male luer collar at the quadfuse connection. The quadfuse and the male luer were very hard to disconnect, and the complaint of component damage was verified. The set was then infused with water, and the complaint of occlusion was verified. Examination under a microscope found excess solvent at the tubing to filter inlet connection. The manufacturing site found the root cause for the tubing/filter connection to be related to incorrect solvent application method. A quality alert was issued 07nov2024 to communicate and reinforce the correct solvent assembly procedure to personnel. Device history record review for model 20127e lot number 24079410 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 26jul2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.